Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 5f sheath after a diagnostic procedure. Reportedly, unusual visual markings resembling scratches were noted on the black ¿elbow or angled portion of the device where the sheath meets the metal guide tube¿ [proximal end of the guide]. Additionally, there were difficulties closing the foot and resistance was noted during device removal. Multiple attempts, releases, and maneuvers to close the foot while it was in the patient anatomy were unsuccessful; therefore, the footplate was not fully closed when the device was removed with increased force. The arteriotomy was injured and enlarged as a result. A prostyle device was attempted. There were no issues with the device and it worked as intended; however, hemostasis was not achieved due to the enlarged arteriotomy. Manual compression was applied to treat the vessel injury and was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ni to no.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 5f sheath after a diagnostic procedure. Reportedly, unspecified "irregularities" were noted with the device. Additionally, there were difficulties closing the foot. Multiple attempts, releases, and maneuvers to close the foot while it was in the patient anatomy were unsuccessful; therefore, the footplate was not fully closed when the device was removed. A prostyle device was attempted; however, due to the issues with the proglide, the arteriotomy was injured and enlarged, rendering closure with the prostyle ineffective. Manual compression was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, additional information was provided. Therefore, update to the event details: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 5f sheath after a diagnostic procedure. Reportedly, unusual visual markings resembling scratches were noted on the black ¿elbow or angled portion of the device where the sheath meets the metal guide tube¿ [proximal end of the guide]. Additionally, there were difficulties closing the foot and resistance was noted during device removal. Multiple attempts, releases, and maneuvers to close the foot while it was in the patient anatomy were unsuccessful; therefore, the footplate was not fully closed when the device was removed with increased force. The arteriotomy was injured and enlarged as a result. A prostyle device was attempted. There were no issues with the device and it worked as intended; however, hemostasis was not achieved due to the enlarged arteriotomy. Manual compression was applied to treat the vessel injury and was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.